Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their power processor sample handling system placed uncentrifuged pt samples into their unicel dxc 800 synchron clinical system. The uncentrifuged samples were analyzed and erroneously high sodium (na) and chloride (cl) results were produced for several pt samples. No erroneous results were reported out of the laboratory. There were no changes to pt treatment as a result of this event. There were no reports of death or serious injury. The erroneous results were re-run and the results were within the reference range. The customer did not provide instrument printouts or data reports from the devices.

Manufacturer narrative:
The customer flushed the modular chemistry (mc) probe. A bci field service engineer (fse) replaced the compressor due to pressure errors. A definitive root cause cannot be determined based upon the available info. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for additional reportable events.